Manufacturer narrative:
Investigation summary: received for investigation two engaged edge hypodermic needles and two non-ICU vaccine vials. No original packaging was present. The customer stated the product to be 402510 lot # 4152523. Also received were 361 sealed packages of the same lot. Visual inspection showed that one of the drug ampule's luer was connected to the hypodermic needle. No other anomalies were noted. Before testing could be conducted, the hinges of the used needle-pro devices were severed and removed, to allow the needle cannula to be exposed. Both samples and eighty unused were assembled to a test syringe by firmly seating the needle-pro to test syringe (luer lock) with a push and a clockwise twist. Using a vial containing (0.9% sodium chloride) the needle cannula was inserted within the vial septum and 3ml of nacl solution was drawn into the syringe then expelled back into the bottle. The needle was extracted from the vial while observing for signs of detachment. This was repeated five times for each sample. The samples passed, functioning as expected, and remained assembled. To test the above hypodermics for liquid leakage between mating luers, all syringes were tested according to combo leak test. Results: one of the returned samples did not pass the test criteria. Leakage was observed within seconds. The remaining samples including one used, had no issues. The edge hypodermic needles are assembled from supplied components. Review of the maintenance logs for the assembly machines identified no entries that could potentially be associated with a crack on the side of the needle-pro hub. The machine assembly process is the same for different sizes of pro components and does not include any factors or conditions specific to mp964 pro components. Based on the results of this investigation, the complaint was confirmed. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during vaccinations, the needle remained in the patient and detached from the syringe when using the high dose flu vaccine. There were also several instances where the vaccine leaked from the luer lock. Removed the metal part from the patient. The outcome was resolved.